Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted due to infection. The patients condition was stable.

Manufacturer narrative:
Fields deleted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.